Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported the plastic on the communicator port was melted about 3/4 inch wide and a quarter inch in depth. Patient stated they were not able to charge the communicator. Patient stated they had morphine sulfate in the pump. A request was sent to the repair dept for communicator replacement.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 14-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the communicator was completed and found that the micro usb charge port was melted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.